Manufacturer narrative:
The device history record of the lot subject of the reported event was reviewed and no abnormalities were noted. The instructions for use ((B)(4)) auxiliary water jet connector state: "open the sterile peel pack, remove the endogator single use auxiliary water jet connector, and attach it to the scope's auxiliary water port by inserting the nozzle end into the port and engaging the threads while turning clockwise steadily until you feel firm resistance. Connect the endogator tubing's (intended for use with the (B)(4)) backflow valve to the endogator single use auxiliary water jet connector via luer lock. Prior to the procedure, activate the pump footswitch and prime the endogator¿ tubing and gi endoscope with sterile water." There have been no other complaints associated with this lot. Without the return or inspection of the subject device, a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that water leaked from the plugs while using their auxiliary water jet connector. No report of injury or procedure delay.